Event description:
It was reported that a family member of the patient stated that the patient "stops breathing at night." It was also reported that the right ventricular [rv] lead has low r wave measurements in bipolar pacing configuration. Additionally, it was noted that the patient went on a rollercoaster ride and had a subsequent increase in threshold measurements "a few years ago." The rv lead was reprogrammed, left in unipolar pacing configuration and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.